Manufacturer narrative:
Product event summary: the returned batteries passed visual inspection and functional testing. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product event summary: one controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed a herniation of the power port one (1) connector o-ring gasket. A visual inspection under 10x magnification also revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed findings of the hairline crack and o-ring herniation are additional observations not related to the reported event. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Based on an investigation conducted by the supplier, the most likely root cause of the o-ring gasket herniation can be attributed to excessive torque application as a result of the torque wrenches used during assembly. Corrective actions included implementing "ratchet" style torque wrenches to improve process controls for applied torque. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. It was observed that the batteries ((B)(4)) had exceeded useful operating life. This is an additional observation not related to the reported event, due to the cycle count exceeding 375 cycles for each battery. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15- minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving batteries (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and the batteries. An internal investigation is open evaluating momentary disconnections. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery. Battery/ (B)(4)/ model #: 1650de/ expiration date: 2015-09-30. (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 2014-09-30. (B)(4). Heartware ventricular assist system - battery. Battery/ (B)(4)/ model #: 1650de/ expiration date: 2015-09-30. (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 2014-09-30. (B)(4). Heartware ventricular assist system - battery. Battery/(B)(4)/ model #: 1650de/ expiration date: 2015-09-30. (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 2014-09-30. (B)(4). Heartware ventricular assist system - battery. Battery/ (B)(4)/ model #: 1650de/ expiration date: 2015-09-30. (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 2014-09-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching, despite the battery capacities being greater than twenty-five percent (25%). The controller and batteries are expected to be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller con301541 is a 2.0 controller. The controller passed functional testing. The visual inspection revealed that the controller power port 1 was tight to the controller housing with the o ring gasket slightly displaced. The log file analysis revealed switching events due to momentary disconnect within the analyzed period involving batteries: bat200581, bat200681 and bat200816. The battery bat200725 did not participate in any switching events. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The momentary disconnect switching events are currently being internally investigated. Other devices involved in this event: bat200581. Yes, return date: 2017-12-12, device evaluate: yes, FDA method code(s): 10, 23, 3372, 38; FDA results code(s): 3213; FDA conclusion code(s): 25 bat200681. Yes, return date: 2017-12-12; device evaluated by MFR: yes; FDA method code(s): 10, 23, 3372, 38 h6: FDA results code(s): 3213; FDA conclusion code(s): 25 bat200725 d10: yes, return date: 2017-12-12 h3: yes h6: FDA method code(s): 10, 23, 3372, 38 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 71 bat200816 d10: yes, return date: 2017-12-12 h3: yes h6: FDA method code(s): 10, 23, 3372, 38 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.